Event description:
The customer contacted physio-control to report that their device would no longer function. The customer later clarified that the device would not power on when prompted, even with a new battery. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have permanently removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.